Event description:
While running on service software, the ventilator failed o2 input and o2 mixer tests. The ventilator passed all calibrations and tests when the o2 mixer was replaced.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: fields b4, d4, g6, h2, h3, h6 and h11 are updated. The device alarms with o2 input test fails during maintenance (service software) which means that there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. The o2 input test is a service-level diagnostic in the hamilton device technical/maintenance (service software), typically preformed during preventive maintenance. It is used to verify the integrity and function of the oxygen supply system, particularly the high-pressure o2 input from the gas source (e.g., wall supply or cylinder). This test is not required during regular clinical use and is not a pre-operational test. It's part of the service menu accessible only to trained biomedical technicians or service personnel. The o2 input test is a service-level diagnostic tool used to verify the technical performance of the high-pressure oxygen input system. A failure or inaccuracy in this test alone is not critical to the patient, as the ventilator's mandatory preoperational checks specifically the 2 sensor calibration and pneumatic system test (pst) are designed to detect clinically relevant oxygen delivery issues before patient use. Therefore, this event is no longer considered as a reportable event. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
While running on service software, the ventilator failed o2 input and o2 mixer tests. The ventilator passed all calibrations and tests when the o2 mixer was replaced.